Event description:
The customer reported that the subject device was defective and there were stripes in the image. Reportedly, a couple pins were bent. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of stripes in image.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. The customer has cancelled the repair order and purchased a new device. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.